Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements. It was noted that the patient had not been checked in over four years. The daily impedance measurements were reviewed and showed that the shock impedance was 120 ohms one year ago and gradually rose to 150 ohms. Boston scientific technical services (ts) had the clinician check the measurements in different vectors and suggested additional testing. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed 243 millimeters from the terminal pin, and only the proximal segment was returned. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received indicating this right ventricular (rv) lead was partially capped and abandoned. A portion of the lead was returned for analysis. No additional adverse patient effects were reported.